Event description:
Customer received a control result of 300 mg/dl on his contour meter. The normal control range was 103-142 mg/dl. No adverse event was alleged. New strips were sent and customer returned his strips for evaluation.